Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the system was infected. The patient¿s back incision looked infected. The patient became lethargic and feverish. The patient was placed on intravenous (IV) antibiotics and the system was explanted on (B)(6) 2017. The system was not replaced, but would be replaced in the future. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved and the patient status was alive with injury. That injury was described as systemic infection. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.